Event description:
Patient reported "deflated" and "recalled" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional confirmed right-side deflation and exchange from textured to smooth due to the patients concern with the product. The device has been explanted.

Event description:
Patient reported "deflated" and "recalled" against right device. Later, healthcare professional confirmed. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Deflation: observed an opening assessed as an unidentified (tear) opening (shell thickness whiting to spec) and observed a broken plug strap assessed as an unidentified (tear) opening. Additional observations: observed crease fold on the device. No further actions are required as the device was implanted.